Event description:
As reported by a field clinical specialist (fcs), approximately 1 year and 6 days post implant of a 29 mm sapien 3 valve in the pulmonic valve, the patient presented with sob and regurgitation. It was noted that it failed early. Regurgitation might have been for a pvl closure impinging on a leaflet. The patient left the or and was taken to recovery with stable vitals.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The complaint was unable to be confirmed without medical records/imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in tricuspid valve position. The sapien 3 (s3) with the commander delivery system (ds) was indicated for patients with symptomatic heart disease due to failing surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, so it was off label operation for this case. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, ''the plug in turn was coming in contact with one of the leaflets causing the leak (regurgitation)''. In this case, it was possible that the plug for pvl had interaction with the thv leaflets, which led to improper coaptation of leaflets resulting in central regurgitation as reported. As such, available information suggests that procedure factors (additional intervention with plug) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following section of this report have been updated: corrected information h.6 device code the investigation is ongoing.